Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that when the 3rd party usb data cable was plugged into the device, it would power itself off. The cable was removed from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off twice. Medical personnel were able to power the device back on each time. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The cause of the reported issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off twice. Medical personnel were able to power the device back on each time. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the usb data cable and verified the reported issue. The 12 volt line shorts to the ground and causes the device to power itself off.